Event description:
The catheter was placed 12/18/96 via the left subclavian vein. After one round of chemotherapy treatment and two blood draws, the catheter could not be accessed, so it was decided to remove the catheter. During removal, only half of the catheter came out of the pt. The pt was taken to another facility for removal of the other portion of the catheter.